Manufacturer narrative:
The reported event of failure of the lead to advance into the catheter could not be confirmed, but failure of the guidewire to advance was confirmed. A complete lead, without a guidewire, was returned in one piece for analysis. A test guidewire could not be fully inserted into the lead due to excessive blood found inside the inner coil at the middle region of the lead. The cause of the failure to advance the guidewire was isolated to the inner coil being clogged with blood. Visual inspection and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, there was difficulty advancing the left ventricular (lv) lead through the catheter. The lv lead was explanted and replaced to resolve the event. The patient was stable.